Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: 2018(B)(6) product type catheter. The pump and catheter were returned and initial analysis found no significant anomalies so destructive analysis was not done. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 0.4 mg/ml dilaudid (hydromorphone) at 0.2 mg/day. The reason for use was not reported. Medical history included vertigo, migraine, peripheral neuropathy, htn, coronary artery disease, mi, gerd, and osteoarthritis. It was reported that the patient had ¿terrible itching¿ after pump implant on 2018-(B)(6) (records indicate 2018-(B)(6)) with the morphine infusion. The doctor switched the patient¿s drug to dilaudid in her pump on 2018-(B)(6) and by 2018-(B)(6) the patient reported ¿breaking out all over abdomen.¿ it was unknown what environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the doctor placed patient on multiple rounds of antibiotics, patient developed cellulitis at pump pocket site. Interventions/actions that were taken to resolve the issue included the patient was given kefzol on 2018-(B)(6). The doctor will explant pump and most of catheter today (2018-(B)(6)) related to the infection at pump pocket site. Catheter was cut and tied off just after the anchor site at spine, enough catheter left to re-attach to once patient is well enough for implant. The product will be returned, the customer was notified that it should be returned to the manufacturer and the hospital was in possession of the product. Once the patient is healed and cleared from any infection, they wish to have the pump re-implanted. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID; 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient underwent a pump replacement surgery and the infection was resolved. It was reported that the hcp added a new pump segment to the existing spinal segment. No further complications have been reported.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had some redness on her abdomen around the pump incision that started 2 weeks ago. The hcp started the patient on an oral antibiotic (augmental). It was reported that last week the hcp received a picture of the patient's pump incision area and it was significantly red, had swelling and some sluffing of the outer skin; the patient was started on intravenous antibiotics. It was noted that the patient would be seen on (B)(6) 2018 for follow up and wound check. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.